Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure.